Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that impedances were not checked prior to the case, but during replacement the impedances were all green except for contact 3. This was done multiple times. When inserted into the ins, it was all red. The hcp wiped and reinserted the lead in the other port and again all were red. The hcp wiped and reinserted again and this time heard a little click and the hcp felt it fully insert. This resolved the issue and the contacts were all green except for contact 3. This matches what they were seeing with the wens and the patient was not using 3 in programming. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of contact 3 being out was not determined. No further complications were reported.